Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that erroneously depressed sodium (na) results were obtained on a dimension exl with lm system. Siemens concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer. A review of the instrument data indicated that the calibration was acceptable, quality control (qc) recovery was within the customer¿s expected ranges indicating that the na assay was performing acceptably. The customer replaced the salt bridge solution, primed all integrated multisensor technology (imt) consumables, rerun same patient samples which recovered acceptably. The cause of the event is consistent with flow issue through imt system and tubings with the formation of sample/fibrin clot, crystal formation, which was resolved by priming all imt consumables. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that erroneously depressed sodium (na) results were obtained on two (2) patient samples on a dimension exl with lm system. The initial depressed results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension exl 200 system and obtained higher results. The higher results matched the clinical picture of the patients, considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na results.